Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This is a report of a user error. Per the complaint information, during troubleshooting, the patient disconnected from set, opened the transfer set, and attempted to drain out from the transfer set. This cannot be confirmed in the lab due to a lack of sample. The root cause is determined to be user error/ mis-use. This review found the labeling adequate for the user error present. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a slow flow patient line alarm, the home patient (hp) stated that they disconnected the patient line to see if fluid would come out. The technical service representative (tsr) had the hp end therapy and recommended she contact her nurse about the disconnection. There was patient involvement but no injury or medical intervention reported. A follow up was done via phone call. The nurse stated the home patient (hp) had not informed her about the disconnection, but she just saw the hp in the clinic the other day and the hp has continued therapy with no injury or medical intervention as a result of this incident.